Event description:
On (B)(6) 2012, t2gtn operation was performed. When surgeon confirmed the instruments, the guide sleeve could not be inserted to distal two holes of the target device. He inserted screws to most proximal hole by the target device and distal hole of the nail by free hand technique. After "the op, sr tried insertion" of the guide sleeve to the device, then the sleeve went into each hole of inside and outside. However, the sleeve was not able to pass through both holes of inside and outside.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Associated device: 1806-0185 tissue protection sleeve, long t2 femur 9 mm lot# unk.